Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was trying to connect with a surgeon that would correct the lead wire but could not find a surgeon willing to do it. It was noted that the patient did not have a current follow-up hcp. It was stated that the patient was implanted with pain stimulation "off label" to treat nerve pain in her face. It was noted that the patient mentioned multiple health issues and an event involving another manufacturer's stimulation therapy. The patient had trouble recalling dates, but the patient stated she had paperwork around with date information that was not anywhere convenient during the call. Information about the out of place lead wire was previously reported in this file.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that she was having pain after having a chiari malfunction surgery. She had this surgery in 2010 before her device implant. She was scheduled for a lead replacement because the lead was protruding her skin, but the surgery did not occur because the healthcare provider (hcp) had left. She had severe pain in the neck and shoulder, and it had worsened. The patient requested physician listings for future battery replacement. It was noted that the patient was going to have an MRI, which was for the severe pain in the neck and shoulders. Further follow-up is being conducted to determine if any steps were taken to resolve the issue. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that her neck and shoulder were worst and she could not lift it or move her arm a certain way. Her neck was already in excruciating pain from a 2009 operation. She also read noted that her neck was shattered and it killed with pain. Her primary said she to have to live with the pain but the pain was too excruciating and it was too hard to live like this. The patient could not have an MRI because of the battery she had from deep brain stimulation (dbs). The doctor was supposed to fix it but he was not working at the office anymore. The patient had gone to see a different doctor. As far as the wire protruding through her head it did not break the skin yet. She asked the doctor if he could do it but he would not touch it, and only if it did come through. It was noted that the patient could make it to a hospital without bleeding to death. It was noted that the neck pain was after she had her first operation in 2009. It was a chiari malformation and they took a bone out of her head and since then her head "kill, excruciating pain, pressure." Then her neck and shoulder was killing now and the pain was worse. Her rotator cuff was out and torn. The doctor said they would not do surgery because the patient would not heal right. It was going into the other shoulder too. Her primary said she already had an MRI and the hospital would not do it. The patient asked what could happen and they told the patient she might have tissue damage. It was noted that the patient originally went for pain in the left side of the face. The doctor told the patient her brain was herniating into her neck and she had an operation.

Event description:
Additional information received from the consumer reported they had zapping in their back so it was suggested to try turning the implant off, but they didn¿t want to do this because the implant did help with their pain, and due to the possibly of their pain worsening without the implant. It was noted the zapping issue may have occurred since their previous implant, but continued up until a couple of days ago along with subsequent other issues of pain in the neck/shoulders and their chest being tender. The consumer also had constant pain in their ear from trigeminal neuralgia as well as their mouth which the device was supposed to help with. It was noted their previous physician was going to replace the implant, but left the practice before doing so.

Manufacturer narrative:
Product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient product ID, 3708340 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension product ID, 3708340 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension product ID, 3587a25 lot# n234354, implanted: 2010 (B)(6), product type lead product ID, 3587a25 lot# n199811, implanted: 2010 (B)(6), product type lea. (B)(4).

Event description:
It was reported there was a "call your doctor" icon. Patient started another charging session and everything was recharging properly. It was reported the patient's right lead had been protruding from their head since a few months after implant. Reporter was concerned that eventually it would break through the scalp and cause bleeding. The patient only had pain relief for their ear and the patient still had severe pain in their face, jaw, and gum on the left side. It was later reported, the patient had the device for mouth pain. It was stated, the device wire had not been working right. The top part of the wire was protruding through the patient's head. The patient was scheduled to have surgery but their health care provider was no longer available. The patient's battery "almost died and said call the doctor." The patient has been unable to charge because, they had been sick. The battery came back on. It was reported, the issues started a couple months after implant, including the protruding wire. The patient had so much head pain that they could not even comb their hair. The patient's nerve in their mouth felt like it was shocking them at all times due to the dental surgery they had had years ago. The patient did not think the device had helped with the nerve pain in their mouth it only helped with their ear pain. The patient had pool therapy that made the wire pop and it was causing them even worse pain. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient's healthcare professional (hcp) did "deep brain stimulation" and the wire wasn't in place, it was "protruding through her skull". It was stated that she booked an operation to fix it but "they never called me to say what time is my operation, I called them. They said the hcp left, don't know where he was". It was stated that the patient had no doctor, and "she had to worry about it coming through my head". It was reported that the patient's head throbbed and "felt like it was going to explode". It was stated that the pain it was supposed to help was "a trillion times worse".